Manufacturer narrative:
The field service engineer completed an onsite investigation of the xtr enhanced telemetry and xhibit central station and device logs were evaluated by spacelabs¿ r&d engineer. Investigative findings conclude alarms were not generated by the xtr and therefore, not seen on the xhibit station. Per spacelabs¿ r&d engineer, ¿the xtr did not alarm for the episode of ventricular tachycardia due to the low amplitude of the ECG waveforms in the monitored leads during the event¿. Although no alarm was generated due to monitored parameters, there is no evidence of device malfunction as the device passed all testing. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report on (B)(6) 2018 that an xhibit central station failed to alarm with a 15 beat run of vtach. No injury was reported with this event.